Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited undersensing. No intervention was performed and patient was in stable condition. The patient will continue to be monitored.